Event description:
It was reported that the system was explanted due to infection. Patient was doing very well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.